Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The suggested phenomenon is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): gif-h290t operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope gif-h290t operation manual:chapter 4 operation:4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a burn on the camera cover. There was no patient involvement.